Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 5 message. Per the onetouch ultralink user guide, this means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. Additionally the patient reported that the meter was displaying another error, but she could not recall the error number. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately on (B)(6) or (B)(6) 2011 at an unknown time. The patient reportedly manages her diabetes through insulin pump therapy and it is not known what actions the patient took in regarding to her usual diabetes management routine in response to the alleged issue. The patient reportedly was experiencing symptoms of "thirstiness" approximately one day prior to the alleged issues occurring and she denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the correct testing process was being followed. The test strips were reportedly unexpired and stored correctly. The test strip did completely draw in the blood sample, however, the ER 5 issue remained unresolved and therefore the unknown message could also not be confirmed. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The 510(k) # is k073231.